Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the surgeon noticed a glistening in the iol. Additional information received and stated that there was no impact to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photos show an implanted iol in an eye. Polychromatic sheen can be observed on the lens. The manufacturer internal reference number is: (B)(4).